Manufacturer narrative:
Unable to verify due to constant flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.

Event description:
The customer reported via call that the crack on the screen and on the side of the reservoir compartment. Customer¿s blood glucose level was 162 mg/dl at the time of incident. Customer state that reservoir still able to lock into place. The insulin pump will be returned for the analysis.